Manufacturer narrative:
Follow-up #1 date of submission 06/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: call service 54-0000 alarms observed in black box on the date of the reported blank screen. Pump powers on with the display functioning properly. The pump was exercised for 24 hours with no display issues or alarms occurring. Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump's screen is blank. The patient stated that he noticed this issue today after a battery change. The patient stated that the battery was replaced in pump today and after confirming the battery type on the pump, the display screen went blank. The patient reported that the pump's audible tones and vibrations are working. The patient denied trauma to pump and the patient denied losing power to the pump. The patient denied any evidence of moisture or corrosion in the battery compartment and no damage to the battery cap. There is no reported adverse event with this complaint. This report is made based on the allegation of the display screen issue.